Event description:
The pt reported that he was experiencing high blood glucose values (444 mg/dl). His normal range is 130-150 mg/dl. No symptoms were provided for the elevated blood glucose values. He stated that when he changed his insulin cartridge, he noticed it was cracked and had leaked into the cartridge compartment. The pt reported that he did not receive an error message on the insulin infusion device. No medical treatment was required. The pt reported that he changed the cartridge and administered a bolus to reduce his blood glucose values. Product was requested to be returned for evaluation.